Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient during an endovascular procedure for the treatment of a thoracic aneurysm. It was reported that a follow up CT scan performed just under a year later revealed a slight aneurysm in the artery of the proximal side compared to the site where the graft was implanted. It was judged that additional treatment was not necessary and that there were no particular issues with the valiant navion stent graft. However, as it was stated that the patient complained of pain ,  an intervention was then performed by connecting a valiant captivia  stent graft to the implanted valiant navion, just below the left subclavian artery. The event is reported to have resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.